Event description:
It was reported that the stent deployed by itself before entering the patient. An 8mm x 60mm x 130cm innova vascular self-expanding stent was chosen as the treatment option for an iliac artery occlusion. The packaging was opened, and during the introduction phase (outside the patient) the stent deployed by itself. This device was not used and another innova was used successfully. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed the thumbwheel lock and pull handle in place, and a kink in the nosecone that was likely caused by handling issues. The flushing luer was not attached nor returned. Microscopic examination revealed the stent had deployed 1 cm from the outer sheath. There is a yellow thumbwheel lock that is affixed to the rotating wheel which secures the wheel until deployment is needed. If the lock was removed during preparation, it is possible that handling could cause the stent to deploy prematurely.

Event description:
It was reported that the stent deployed by itself before entering the patient. An 8mm x 60mm x 130cm innova vascular self-expanding stent was chosen as the treatment option for an iliac artery occlusion. The packaging was opened, and during the introduction phase (outside the patient) the stent deployed by itself. This device was not used and another innova was used successfully. No patient complications were reported.

Event description:
It was reported that the stent deployed by itself before entering the patient. An 8mm x 60mm x 130cm innova vascular self-expanding stent was chosen as the treatment option for an iliac artery occlusion. The packaging was opened, and during the introduction phase (outside the patient) the stent deployed by itself. This device was not used and another innova was used successfully. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed the thumbwheel lock and pull handle in place, and a kink in the nosecone that was likely caused by handling issues. The flushing luer was not attached nor returned. Microscopic examination revealed the stent had deployed 1 cm from the outer sheath. There is a yellow thumbwheel lock that is affixed to the rotating wheel which secures the wheel until deployment is needed. If the lock was removed during preparation, it is possible that handling could cause the stent to deploy prematurely.